Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had inflation timing issues. The iabp inflated in auto-mode. The user felt the inflation was too early and switched to semi-auto mode and set the timing which improved the timing. There was no esp call or strip printed to refer back to. The fiber-optic sensor used to measure the pressure was in the 50-70s. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had inflation timing issues. The iabp inflated in auto-mode. The user felt the inflation was too early and switched to semi-auto mode and set the timing which improved the timing. There was no esp call or strip printed to refer back to. The fiber-optic sensor used to measure the pressure was in the 50-70s. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(health effect. Clinical code, health effect. Impact codes, component codes), h10, h11. Corrected fields: g2, h6(investigation findings, investigation conclusions), h10. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the cardiosave has not been repaired after the issue, and that the iabp is available to be used clinically if needed. There was no intervention to the iabp unit.